Event description:
The patient was diagnosed with degenerative disc disease due to lumbar neuritis and underwent a total disc replacement at l5-s1 with prodisc-l on (B)(6) 2014. When the surgeon was inserting the prodisc-l poly insert, it would not fully seat/lock into the inferior end plate when using the applicable inserter and inlay pusher instrument. The surgeon tried several times and described that the pusher seemed to not match up with the poly and would skive off or the pusher would not seat all the way down the inserter. The poly was seventy five percent of the way into the end plate but after several attempts, the surgeon said the poly insert just would not lock in as it should. The surgeon was able to remove the poly, and after inspection determined it should be replaced. Another poly insert was opened, and another attempt to seat this new poly into the end plate was made. However, the same issue occurred and it would not lock properly into the end plate when using the pusher. The surgeon then had to remove the poly, the inferior end plate, and the superior end plate. The surgeon was able to lock the poly insert into the inferior end plate by hand outside the patient. The surgeon then inserted the pdl implant en bloc (inferior end plate, superior end plate, and poly insert) using the inserter into the patient without any problem. X-rays confirmed ideal placement both on the lateral and ap images. Surgeon was satisfied with final placement. The problems with the poly inserts and/or the inserter and/or the pusher delayed the surgery approximately 5 minutes. The surgeon did not feel there was any direct harm to the patient, and was pleased with the final result. Patient is doing fine. This is 3 of 6 reports for complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A manufacturing evaluation was conducted. The bottom tips on the inserter are badly deformed. There is no sign of misuse on this instrument. There were no issues during the manufacture of the product that would contribute to this complaint condition. The hardness was remeasured and was found to be good.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. A review of the device history record revealed no complaint related anomalies. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a product development event evaluation was conducted. Two devices belonging to the prodisc-l system were returned with the complaint that ¿the pusher did not match up with the polyethylene (pe) insert, and would not seat in the inserter, the poly could not be locked the normal way.¿ the inserter, medium (pdl402, lot a7oa43) and the inlay pusher, medium (pdl 432, lot a7oa41) belong to the prodisc l system. The inlay pusher is used to manually push and lock the inlay into the inferior plate, while the inserter is used to install the endplates, as per the technique guide. Pdl432 was released in october of 2005. The drawings for this part material and finishing processes were reviewed and found to be adequate for the purpose of this device. The dimensions on the returned part were checked and were within tolerance. Part pdl432 was not seen to contribute to this complaint condition. Pdl402 was released in november of 2005. For this part, material and finishing processes were reviewed and found to be adequate for the purpose of this device. Upon visible examination, the tips of the inferior arm were found to have a slight offset bend, as well as slight fractures about the laser weld. These factors may have contributed to the complaint condition of this part as a result of excessive force, and would result in the incompatibility between instrument and implant. In conclusion, pdl432 was not found to contribute to this failure and one of the tips of pdl402 was found to be bent, and the welds were seen to be cracked. This lot of pdl402 was manufactured prior to the implemented changes to mitigate this category of failure in this device. (B)(4).